Event description:
My dr gave me renu with moisture loc contact lens saline solution when I got my new lenses in the summer of 2005. I had plenty of other solution on hand and did not open or use the renu until fall. I developed a horrible infection with an ulcerated cornea on my right eye. The dr could not figure out why. He did surgery in his office to biopsy the ulcer. I was so ill, I was out of work for 2 1/2weeks, could not see. Dr tried numerous drops and salves. When I went back to wearing a contact on my left eye after christmas, trying to see to work, I got the same thing on the left eye!! Both corneas are now permanently scarred and my vision is "skewed", distorted. I still can't tolerate contact lenses at all, and I 've been a successful contact lens wearer since 1974! I've never experienced anything like this before. The dr gave me 4-6 bottles of the renu. Some I threw away. Lenses and lens cases also tossed out. ((985) 809-8745 work).